Event description:
It was reported that during an infusion set and cartridge change with a flex setup, the user did not lock the cartridge before filling the tubing, which led to difficulty priming and an incorrectly deployed or incompletely attached infusion set connector. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect procedure, and involvement of the cannula component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.